Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during ablation therapy for ventricular tachycardia (vt), the patient became unresponsive. The hospital staff initiated manual CPR for several minutes, then the autopulse was placed under the patient. The autopulse however, displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message upon power up. The hospital staff attempted to reset the lifeband by extending it fully, however the issue would not resolve. No compressions were able to be performed as a result of the user advisory message. Manual CPR was resumed and continued for approximately 1 hour. Return of spontaneous circulation (rosc) was never achieved and the patient subsequently expired. Customer stated that the patient's death was due to a procedural complication and was not related to use of the autopulse. No further information was provided.